Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'keypad inoperable, all numbers not working' which was reproduced during evaluation. The keypad was found to not function as intended. The cause was determined during a visual inspection to be damage by external force. The keypad was replaced correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that all the numbers on the keypad of a spectrum pump were not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.